Manufacturer narrative:
B5: update "sixty (60)" to "an unspecified quantity (up to sixty (60))". H11: one (1) actual device and a photograph of the sample was received for evaluation. Visual inspection was performed which observed the blisters were wiped up with a substance, then the label information was illegible. The reported condition was verified. The cause of the condition could not be determined. However, the ink is water-based, therefore, contact with other liquids can result in this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that labeling of sixty (60) clearlink system blood bag spike adapters was illegible. The printed labeling on the packaging had significant bleeding/running of ink when wiped with sterile 70% isopropyl alcohol which made the labeling illegible. There was no patient involvement. No additional information is available.